Manufacturer narrative:
(B)(4).

Event description:
The pt had attempted to recharge in (B)(6) 2010 and had not been successful. There were coupling/communication issues. It was possible to get a reading in the 60's using the antenna locator feature. In (B)(6) 2010, the stimulator was overdischarged and in a power-on-reset condition. The pt was able to get the device changed up to a normal charging interface, but not much after that. About two weeks later, there was again no telemetry; the stimulator was overdischarged. It was not possible to bring the device out of the overdischarge state the second time or retrieve any data from the battery. The device was replaced. It was felt the event was due to pt non-compliance with recharging and the physician elected not to return the device to the manufacturer for analysis. It was stated the pt was doing well following replacement.